Event description:
It was reported that low, out of range, high voltage lead impedance was observed. The lead was capped and replaced. Patient condition was good after the event.

Manufacturer narrative:
.